Event description:
(B)(4). The provider states the unit will run for 5-10 seconds. The provider states the unit will shut down and beep. No error code on the pc board. Per tech repairs, the pc board needs replaced. No additional information and the provider disconnected before call could be transferred 7857hf.